Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed anterior leaflet). The reported patient effect of worsening mitral regurgitation (mr) was due to the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mr with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2018, the mr was noted to be increased to 4. On (B)(6) 2018, a second procedure was performed for treatment. It was found that the initial clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Two additional clips were implanted to stabilize the slda, reducing the mr to trace. No additional information was provided.